Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the helix was deployed, then retracted into a different location. The helix of the lead could not be re-deployed. The lead was removed and replaced. No patient complications have been reported as a result of this event.